Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted during testing. The insulin pump was received with cracked case at display window corners, scratched lcd window and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they found air bubbles along the tubing during troubleshooting. The customer's blood glucose was 485 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they did not found leaks and setting issues. The insulin pump will be returned for analysis.